Event description:
It was later reported that the product had not been returned as the product was discarded by customer. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported this was the first motor stall, it had not occurred before, and the cause was not determined. The pump was replaced. The patient was feeling better, was stable and the symptoms had resolved. Additional information was received and was sent out for translation, a supplementary report will be submitted when the translated information is received.

Event description:
It was reported the patient was not feeling well, had underdose symptom, headache, pain, sweating (diaphoresis) and less than 50% therapy relief. A critical alarm occurred and an unrecovered motor stall was reported. The motor stall did not recover. The pump remained implanted, but was out of service. The pump would be explanted and replaced at a future date. The pump was used to deliver morphine. The patient was listed as "alive - no injury." Additional information has been requested, but was not available as of the date of this report.